Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis with culture positive for coagulase negative staphylococcus in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized that same day due to the event. Treatment for the event was not reported. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering and therapy with dianeal was ongoing. The nurse stated that the event was not related to dianeal therapy. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10b26041, h11h09050, h10c31049, h10f01037, h10g30067, h10i30048, and h11d12038 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was no device malfunction or use error identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis incident.